Event description:
I have been using kotex tampons my entire life. They recently cancelled the kotex security tampons. I decided to try the new u by kotex click super plus tampons. After inserting the tampon, it felt very uncomfortable. Ten minutes later I tried to remove it because of discomfort. When I tried to remove it, the tampon was stuck in me. It took me five minutes and some help from my husband. The tampon was stuck to the skin of my vagina and didn't want to come off. I have never in my life ever had this happen. I was shaking and crying. It hurt to remove and I was afraid to try a different tampon. I hope this never happens to another woman. FDA safety report ID # (B)(4).